Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this lead presented with phrenic nerve stimulation and costal stimulation for evaluation. X ray imaging subsequently confirmed cardiac perforation at the apex. A lead revision procedure was performed during which the lead was successfully repositioned with no complications reported. The patient was reported as expected to fully recover. No device issues were reported. This lead remains implanted and in service. No additional adverse patient effects were reported.